Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of blurred image of porridge type was unconfirmed. The system was tested using a known-good probe with both high and low contrast settings. When the contrast was set to low, the image appeared grainier with increased white speckling, which is expected behavior based on image configuration. The system was also tested with the two probes received with the device (s/n: (B)(6) and s/n: (B)(6)). The image quality was consistent with the reference probe and within normal operating parameters. Based on these results, the reported image appearance may have been related to system configuration or imaging settings rather than a hardware fault. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported blurred, porridge like image. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.